Event description:
Rptr indicated that the pt has had trouble swallowing since vns implant. The pt is developmentally delayed and takes all of liquids with a straw without any problem until after the vns implant. Following vns implant, the pt now chokes and coughs when drinking through a straw after a couple of swallows. Using the magnet to temporarily stop stimulation while drinking does not alleviate the symptoms. Attempts to obtain add'l info have been unsuccessful to date.